Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive. The customer¿s blood glucose level was unknown. The customer reported that they have to change battery more often, there was scratch on screen, insulin pump was rejecting battery, issues with battery cap, buttons were less responsive, sometimes has to press buttons twice for esc button, ridges that keep the reservoir in place are gone, rewind more than once. The troubleshooting was not mentioned. The product will not be returned for analysis.